Event description:
It was reported that during a procedure at the user facility, the device was heating up. The user facility reported that there was no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a procedure at the user facility, the device was heating up. The user facility reported that there was no surgical delay, no medical intervention, and no adverse consequences.